Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope as a result of high right ventricular (rv) lead thresholds. It was also noted that implantable pulse generator (ipg) electrograms (egm) data was not being processed correctly during transmission. It was further reported there was potential intermittent loss of capture on the rv lead which may correlate to the patient's ventricular high rate. It was further noted the physiologist at the facility suspected there may be an ipg hardware issue. The rv lead and ipg remains in use, the clinic plans to fit patient with a holter and monitor remotely. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope as a result of high right ventricular (rv) lead thresholds. It was also noted that implantable pulse generator (ipg) electrograms (egm) data was not being processed correctly during transmission. The rv lead and ipg remains in use. No further patient complications have been reported as a result of this event. On 08 jun 2020, it was further reported the clinic plans to fit patient with holter and monitor remotely.